Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that a power-on-reset (por) was seen on the patient¿s implantable neurostimulator (ins) on (B)(6) 2016 following cardioversion. The ins was on at the time of the cardioversion event. The por was not related to an overdischarge (od) event. The informational por was seen when the reporter used the patient programmer. It was noted that the therapy had stopped as a result of the por. After reviewing the steps to clear the por with the programmer, the por was successfully cleared. The therapy was able to be turned back on and the therapy was noted as adequate. This troubleshooting resolved the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.